Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 54 and blood glucose was 146 mg/dl. Troubleshooting was performed and customer was advised on proper calibration techniques. Customer reported that when sensor was removed, cannula was bent. Customer was advised that sensor would be replaced.

Manufacturer narrative:
Reliability analysis inspected one random opened/used sensor and performed continuity resistance testing. The sensor passed per specification. Also performed bicarbonate buffer test and the sensor failed per specifications due to high readings. Found both sensors with bent cannulas. Unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used.